Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the customer experienced a low blood glucose level of 53 mg/dl. Cause was unknown. Low blood glucose was addressed by customer consuming carbohydrates.